Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent, infection (unspecified) and "abdomen ache". The cause of the event was not reported. The patient was not hospitalized for the event. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.